Event description:
When users have the hemocare system control files set in a specific manner (in order to attempt to protect donor confidentiality), the user will not receive system notification of a donor deferral when attempting to create blood products.